Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the loss of stimulation was likely that they have neuropathy. The steps taken to resolve the loss of stimulation was that the patient doesn¿t leave the ins on full time anymore. The patient stated that the loss of stimulation has been both resolved and not. They stated that there was still some pain in their feet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling stimulation, lowered it, and then went to bed. In the morning they no longer felt the stimulation in their legs. The programmer showed the stimulation was on and they tried increasing it but this didn't resolve the issue. No further complications reported.